Event description:
It was reported that the patient experienced unspecified issue with the inflatable penile prosthesis (ipp). The ipp was removed and replaced with a new one. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Returned product consisted of ams inflatable penile prosthesis. The cylinders and pump leaked due to interaction with a sharp instrument during explant. The reported malfunction was confirmed. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient inflatable penile prosthesis (ipp) malfunctioned. The ipp was removed and replaced with a new one. No further issues were reported in relation to this event. Additional information received that the product malfunctioned.

Manufacturer narrative:
Product investigation results the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient experienced unspecified issue with the inflatable penile prosthesis (ipp). The ipp was removed and replaced with a new one.